Manufacturer narrative:
The amplifier was received for analysis and the reported event of a communication issue was confirmed. The reported incident was reproduced during the hardware evaluation. The root cause of the communication issue was isolated to an intermittent abnormal functioning single board computer module. The issue was resolved after replacing the single board computer module with a known good unit and confirmed that the amplifier passed the extended communication test without further issues. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This event is being reported based on the analysis of the returned device. Related manufacturing reference 2184149-2017-00056